Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that the patient line was separated from the transfer set that led to this alarm. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain four of five of peritoneal dialysis therapy. During troubleshooting, it was determined that the patient line was separated from the transfer set, which led to this alarm. The patient stated that "the patient line came undone and did not know how it happened". Renal therapy services (rts) assisted the patient in clearing the alarm and getting the cassette out from the device. The patient would inform their registered nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.